Event description:
Situation: enfit enteral feeding extension set orange striped tubing was being used to administer medication to a naso-duodenum (nd) tube used by a patient. The nd tube was found to be leaking where the enfit tube connects to the nd tube. The amount of medication that the patient received was unknown due to some of it leaking on the floor. Background: mother of patient said this happened to patient a few days ago. Other nurse on the unit said they have had issues with the enfit tubes in recent weeks. Assessment: upon looking at the connection closer, rn realized that the female end of the enfit luer lock would not tighten on to the the nd female luer lock. It just kept spinning and spinning. As a result of it not being able to be tightened, it was leaking. Rn went and got another of the same product and it did tighten. Every other oral syringe rn got smaller than 60 cc also tightened. Recommendation: do not have a specific lot number for the broken one because it was already in place, but the lot number of the ones currently stocked on the unit is ks2308007. Ameritus product brand.